Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. A device history record review was performed which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found both tamper seals intact. Cracks were found on the left plunger case screw boss. A review of the event history log found evidence of force sensor test in the history. Functional testing using the power up process was performed and during testing, the reported problem was not duplicated. The root cause of the problem was unable to be determined. No repair actions were taken at this time. The pump was converted to a loaner. A corrective and preventive action was initiated to address this issue.

Event description:
It was reported that the pump force was out of specification. This was an out of box failure found during bench testing. No additional information available. No patient was involved.